Event description:
The following has been reported: screen led damaged. No active infusion stopped nor any patient harm. A preliminary review of the logs could not be performed. The device was returned for evaluation. When the unit arrived for evaluation, new log files were not able to be pulled because the touchscreen was nonresponsive due to physical damage. An impact point on the right side of the lcd was observed. The vr was not in the correct home position. Resistor motor was re homed but the device continued to alarm when powered on. The frm board was replaced and the alarm resolved. It was found during internal investigation the front housing has damaged screw mounts. Reporting as a conservative measure for the vr encoder failure. No adverse effects were reported.